Manufacturer narrative:
The reported field event of reset was confirmed in the laboratory and was due to parity errors. The device was tested using automated test equipment and no anomaly was found. The cause of the parity errors could not be determined.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Event description:
New information received notes that the device reset issue remains. Even though the device seemed to work normally the device alert was still displayed. The patient is scheduled for another follow up.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that although the device had been reprogrammed in the past,a new alert for device reset was observed at a subsequent follow-up visit. Further reprogramming changes were made.

Event description:
It was reported that at a routine follow-up, an alert indicating device reset was observed. Electrical testing was performed and device parameters were reprogrammed. The alert persisted after exiting the session and re-interrogating the device. The problem was resolved at a subsequent follow-up session.

Event description:
New information received notes that the reset alert was still present. The device was electively explanted and upgraded. Patient condition was good.